Event description:
It was reported that the device exhibited an alert for non-sustained lead noise. The device remained implanted.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
New information received notes that oversensing was observed. Review of the session revealed possible myopotential oversensing. No actions were taken. The patient was in good condition and will continue to be monitored.